Event description:
The customer reported the graphic user interface is not responding. There was no patient involvement. The authorized service provider (asp) determined the touchscreen needs to be replaced. The asp replaced the touchscreen and the issue was resolved.

Manufacturer narrative:
The touchscreen was received for failure investigation. All electrical testing is in the specification. Unresponsive regions all over the touchscreen are observed. The returned touchscreen assembly has an unacceptable damage/scratch that contributed to an unresponsive touchscreen. Faults are found on this returned touchscreen.